Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie drawer failed to stay closed. A field service engineer discovered that the bearing cage was damaged and that a piece had broken off from main drawer 2.1. Further, the engineer replaced drawer 2 in the main unit due to damaged slide rails in drawer 2.1. After installing the new drawer, they confirmed that all cubies were detected in the med application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie drawer failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.